Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis with vomiting and excessive urination. The customer's blood glucose levels were greater than 600 mg/dl. The customer also stated that there was a crack on the insulin pump casing near the up arrow button. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.